Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 222 mg/dl and was 509 mg/dl. Customer had symptom of high blood glucose; customer was weak, confused and not responding well. Customer's emergency room visit was due to a urinary tract infection and high blood glucose. Customer was not admitted into the hospital; customer was released at midnight. Customer was wearing insulin pump at the time of emergency room visit. Caller requested assistance troubleshooting insulin pump. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there were some little air bubbles. Customer declined site and insulin issues and settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.